Event description:
It was reported the pt was unable to recharge the ipg, and replacement charging systems had not resolved the issue. F/u identified the physician repositioned the ipg within the ipg pocket on (B)(6) 2013. It was reported the charging issue was resolved with the surgical intervention.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.